Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). All the components were removed due to unknown reason and replaced with a new ipp system. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The physician is not sure if the previous device was a boston scientific product. This could not be confirmed by the sales representative. The device was implanted in 2006.